Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart device that occurred on (B)(6) 2015. Dexcom representative had patient forget the transmitter on the smart device, remove the application, reinstall the application and re-pair the transmitter with the smart device by manually entering the transmitter serial number. Patient was also advised to turn off all other bluetooth devices. At the time of contact, no injury or medical intervention was reported.